Event description:
It was reported that the sensor has a missing cannula upon its removal from the customer's body. The caller stated that he received a change sensor alert, removed the sensor and saw no cannula; he stated that he did not see the cannula in his body either. The caller also reported blood and sensor glucose reading discrepancies. The customer's blood glucose was 9.4 mmol/l, compared with the sensor reading that fluctuated from 15 to 2 mmo/l. The customer was advised to monitor the sensor insertion area and to insert a new sensor in a different area. The customer was advised to replace the sensor and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.